Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported that the patient underwent a revision procedure due to a hole in the right cylinder near the distal tip resulting in fluid loss and the device would not inflate when the pump was pressed with an inflatable penile prosthesis (ipp). The physician alleges the patient's prp shot caused a puncture in the device. The ipp pump and cylinder was explanted and a new ipp pump and cylinder was implanted. The patient is healing following the procedure.